Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample(s) and/or photo(s) were provided for evaluation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: streamlines are causing a lot of air flow through the lines and it's stopping the blood from flowing through. No injury reported.